Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field- e3, h6-medical device ¿ problem code. A getinge field service engineer (fse) evaluated the unit and confirmed that the unit was not charging and that the power cord had physical damage.the fse replaced the ac power cord reel and verified that the unit was charging properly. The unit passed all functional and safety tests in accordance with manufacturer specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had power cable not working issue. There was no patient involvement reported.